Event description:
During the transapical tavr placement, the valve landed 90/10 aortic/ventricular (a/v), with 2+ paravalvular leak (pvl). A second valve was placed. During closing of the apex, excessive bleeding was noted from the apex. Patient placed on ECMO while surgeon continued to attempt and close the apex. After patient was successfully on ECMO and ventricle was decompressed, the surgeon was able to close the apex using multiple sets of mattress string sutures left anterior mini thoracotomy performed, apex exposed and purse string sutures placed. Apical tissue noted to be friable. Access obtained and 24 fr edwards sheath inserted. Ascendra plus delivery system/loader inserted and valve aligned 50/50 in the native aortic annulus without issue. Valve deployed during rvp, 90/10 a/v during rvp. Good pacing capture noted. Tee showed a 2+ paravalvular leak at the base of the ncc. 1cc added to the atrion for a total of 17cc. Post-dilation performed under rvp. No change in pvl noted. A second valve was prepped with 17cc in the atrion, delivery system/loader inserted. Second valve deployed during rvp. Valve deployed 30% more ventricular than previous valve, landing 60/40 a/v. Final tee showed mild pvl, no central aortic insufficiency (cai). The sheath was removed during rvp and an attempt to close the apex was made. The apex was friable and pledgets/sutures were not holding. Patient sbp dropped to 60mm hg and excessive bleeding noted from the apex. Patient placed on ECMO while surgeon continued to attempt and close the apex. After patient was successfully on ECMO and ventricle was decompressed, the surgeon was able to close the apex using multiple sets of mattress string sutures. Chest tube was placed and thoracotomy closed. Patient was weaned off of ECMO, and left room in stable condition. The patient¿s native annulus measured 19.9x25.1, with moderate calcification, moderate leaflet calcification.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-01232.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use, device malposition and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the too aortic placement cannot be determined. It is likely that the patient¿s oval shaped annulus contributed to the malposition and subsequent pvl. A second valve corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.